Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2024, and suture was used. When passing through the tissue during abdominal closure, the needle broke just before the swage section. This happened on two sutures out of the same pack. There were no patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any needle piece fall inside of the patient? If yes, what measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. Related events captured via: 2210968-2024-03040.